Event description:
It was reported that at the implant procedure it was noted that the right ventricular (rv) lead had a bend near the distal coil upon removal from the package. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the distal end of the lead did not have a bend or otherwise irregular appearance that was observed during analysis. (B)(4).